Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017. Blood glucose on the morning of (B)(6) 2017 the day of the call was 96 mg/dl. The customer stated that the pump ran out of insulin when she bolused, she went to sleep and over slept. The customer experienced symptoms such as being unresponsive and cold. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer's pump was alarming a33 and the drive support cap was protruded. The caller stated that they thought that the low blood glucose was caused by the customer's actions and not the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test and displacement test. Unit alarmed compromised force sensor system during basic occlusion test due to loose / protruded drive support disk. Unable to perform prime test, occlusion test, excessive no delivery test and delivery accuracy test due to compromised force sensor system alarms. Unit received with partially broken reservoir tube lip. Unit received with cracked case at the battery tube threads. Unit received with stained end cap sticker. Unit received with minor scratched display window and case.